Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found multiple hardware malfunctions. The fse replaced the sample syringe, wash syringe, 3-way valve and a reagent (r2) probe to resolve the issue. Following the repair, the fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low or zero patient results for multiple chemistries on their au680 clinical chemistry analyzer. The affected chemistry was not provided. The patient samples were repeated on a different au analyzer with normal results. The customer did not release the results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.